Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(6).

Event description:
Through follow-up, the following additional information was received. The report reiterated that the surgeon successfully removed the dislodged stent with no issues. Per report, the surgeon was "happy with the pressures" with one (1) stent and elected not to add any additional stent. The patient''s status was described as "doing well with the event resolved".

Manufacturer narrative:
Additional information: date of event: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR#: reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with a dislodged stent. Subsequently, the stent was successfully removed postoperatively. The patient is reportedly doing well. Additional information has been requested.